Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient who received fentanyl 3000 mcg/ml at a dose of 25.2 mcg/hr at 899.5 mcg/day and bupivacaine 30.0 mg/ml at a dose of 0.252 mg/hr at 8.995 mg/day in a flex pattern via an implantable pump. It was reported that during normal use on (B)(6) 2017 the patient had a loss of therapy, withdrawal symptoms, and acute pain episode and went to the emergency room. Diagnostic testing and troubleshooting included an 8840 interrogation on (B)(6) 2017 at 08:50 which revealed a motor stall occurred on (B)(6) 2017 at 14:07. They were unable able to restart the stall with a bolus. Environmental, external, or patient factors that may have led or contributed to the event were reported as unknown. Interventions/actions included the pump being explanted and replaced on (B)(6) 2017. At the time of the report the issue was reported as unresolved and the patient¿s status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Pump interrogation revealed the pump was at minimum rate and delivered fentanyl at 18.3 mcg/day and bupivacaine at 0.183 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall(s). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the replacement went really well and the patient was happy again. The patient¿s withdrawal symptoms were managed with oral narcotics until the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information further provided included the pump report from (B)(6) 2017 which occurred after the pump was explanted. The pump report indicated a message of ¿stopped pump period may exceed tube set¿. As reported, it appeared that the pump did not restart after the motor stall despite an attempt to bolus it and restart it. The implant date was also provided, (B)(6) 2012.